Event description:
It was reported that during a da vinci nephrecotmy procedure, the surgeon could not the prograsp forceps instrument smoothly. The instrument was pulled out and checked. There is not visible damage. No fragment fell into patient. No patient injury. Procedure completed.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the complaint due to complaint was unclear. Additional observation not reported was a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.